Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped, and subsequently a malfunction alarm occurred. There was no reported impact to blood glucose. Reportedly, the customer reverted to use of a replacement pump for insulin therapy.